Manufacturer narrative:
(B)(4). Batch # n53g79. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing properly and making the device difficult to fire. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open unknown surgery, the firing force was higher than expected at the first firing on the spleen. Another device was used to complete the case. There were no adverse consequences for the patient.